Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device found the distal part of the glass cap and the metal cap were detached and not returned. The glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The potential for forward firing may exist. There was severe devitrification at output window on the glass cap. The outer flow tubing open end exhibited minor scratch marks. Metal cap and distal circumferential fracture can only be replicated when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. Based on the glass cap detachment, an evaluation conclusion code of known inherent risk of device was assigned to the event.

Event description:
It was reported that the fiber cap separated from the fiber during the photoselective vaporization of the prostate (pvp) procedure. Complete and intact separation (no breakage) and retrieved after 47,871 joules and 15 mins had been expended. The procedure was completed using a second fiber after 110,663 joules and 21:52 min expended. The fiber tip was no cleaned. There was no harm to the patient.

Event description:
It was reported that the fiber cap separated from the fiber during the photoselective vaporization of the prostate (pvp) procedure. Complete and intact separation (no breakage) and retrieved after 47,871 joules and 15 mins had been expended. The procedure was completed using a second fiber after 110,663 joules and 21:52 min expended. The fiber tip was no cleaned. There were no clinical consequences to the patient.